Event description:
Pt complained of pain in "tkr." Radiographically the tibial component was shown to be grossly loose with subsidence on the medial side. Revision undertaken, gross pitting of bearing surfaces with bone cement.